Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's display. System was tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.